Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided the radius arm detached from bed's frame while there was a patient lying on the bed. There was no injury sustained as a result of the malfunction.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-sep-21 arjo was notified about a complaint involving enterprise 5000x bed. Following the information reported the radius arm detached from bed's frame while there was a patient lying on the bed. There was no injury nor other medical consequences reported. Upon bed evaluation conducted by arjo technician it was confirmed that although the malfunction occurred the c-clip securing radius arm was still in place. There was no excessive bent visible in the middle section of the bed, no signs of misuse noted. The enterprise 5000x bed (serial number: (B)(4) manufactured on (B)(6), 2017 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found. Additionally the pre use quality check was performed before the bed was released to use at customer site. There was no deficiency found, therefore transport damage is not considered to be the cause of radius arm detachment in this particular case. It is also worth noting that the enterprise 5000x bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, upon the device inspection conducted by arjo technician we were not able to identify the exact cause of the malfunction occurrence. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment. The radius arm detached from bed's frame and from that perspective, the enterprise 5000x bed did not meet its manufacturer's specification.